Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone issue. The reporter did not provide specific details regarding the product issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/01/2017. The device has been returned and evaluated by product analysis on 01/21/2017 with the following findings. During investigation, the complaint of audible/vibration issue was unable to be duplicated. The pump powered on to a clear auditory and vibratory alarm. The pump was opened to find no intermittent conditions on the piezo or vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.